Event description:
Tpn tubing found disconnected from patient's right femoral broviac site. It had spontaneously disconnected at y connector from the hub (i.e. Needle free valve port) of the broviac. The tubing was not saved.